Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
In mid-aug-2025, the user¿s caregiver reported hyperglycemia with a highest blood glucose (bg) of 400 mg/dl. The exact date of the event could not be confirmed. The event occurred after the user consumed ice cream and did not announce meals. The ilet delivered correction insulin, and bg values trended back toward range. No symptoms were reported, and no medical intervention was required.